Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.50/3.0/100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The patient experienced high glare immediately after removing the dressing one week after surgery and is still suffering from high glare. The reporter stated "annoying glare especially at night, especially when driving. Patient declares an improvement during the installation of the pilocarpine but upon stopping the glare resumes."additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.